Event description:
It was reported, that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. Simulated use testing of the returned turbine module has not reproduced the issue. This problem has however shown an intermittent nature, the issue was confirmed by the review of the received device logs. The cause of the reported turbine module issue has been determined. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).